Event description:
It was reported that a patient died coincident with automated peritoneal dialysis therapy. The cause of death was unknown. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if an autopsy was performed. It was unknown if physioneal therapy was ongoing up until the time of death and it was unknown if the patient was connected to the baxter healthcare device or performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unknown date, the patient passed away. Should additional relevant information become available, a supplemental report will be submitted.